Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer's pump was part of a field correction, and cts completed an online form on behalf of the customer to acknowledge receipt of the field correction email notice. Although a malfunction code was displayed, it was resettable, and cts provided pump reset information, assisting the caller with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any malfunction recurred.